Event description:
It was reported to boston scientific corporation that the patient was implanted with a precision twist transvaginal anchor system during a procedure on (B)(6) 2005. According to the complainant, post-implantation, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.